Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found a cracked right plunger case. The device was observed to have something loose inside. Review of the device's event history log found ?system failure: primary audible alarm power on self-test". To conduct functional testing the device was powered up and had an audio test and occlusion test performed. Upon testing, the reported problem was unable to be duplicated. Service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.

Event description:
It was reported the device exhibited a biomed failure, passcode won't clear. No adverse patient effects were reported by the customer.